Manufacturer narrative:
(B)(4).

Event description:
It was reported that the trial patient obtained an infection at some point after the leads were removed and was seeking care from a neurosurgeon. Specifics to her treatment were not known. The infection was noted to be at the lead location. The trial had been primarily done for abdominal pain. She had some back and leg pain but the primary complaint was abdominal pain. A conversation between the patient and the manufacturer representative (rep) occurred on (B)(6) 2015 and no comments about concern for infection were made. The only complaint was that it did not help with her abdominal pain. She had uncomfortable stimulation with positional changes and it was really strong at times. She had turned the stimulator off since it had done nothing for her abdominal pain and she did not like how it felt. She was not going to move forward with the permanent implant for these reasons. The leads were then explanted on (B)(6) 2015. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determine, if any treatment was administered for the infection, and if the patient recovered. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device; product ID 977d260; serial# unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. (B)(4).